Event description:
It was reported that the recharger screen was unresponsive and was resent. The patient was also not able to adjust stimulation using the patient programmer. The programmer display showed a call your doctor icon with a power-on-reset (por) message. The por was cleared using the patient programmer and this action resolved the issue. The reason for the por was not reported.

Manufacturer narrative:
Concomitant medical products - extension model 3708260 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 37082-20 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; lead model 399960 lot #v173511 implanted: (B)(6) 2009 explanted: na; recharger model 37752 serial #(B)(4).